Event description:
Emergency medical personnel service were attending to a pt in cardiac arrest. External pacing was attempted and allegedly the device continuously displayed a "pacing leads off" message and wuold not pace. The operator confirmed all lead connections and replaced the defib/pacing electrodes with no result. There were no adverse effects to the pt reported as a result of the alleged malfunction.